Manufacturer narrative:
G1 reporting contact address and country were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28377. G1 manufacturing site name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-28377.

Event description:
The user facility reported that multiple complications were encountered during impella 5.5 support on a patient. Seven days into support, the patient showed signs of hemolysis including dark urine and low haptoglobin levels. The condition was being monitored and the staff was advised to check on the positioning of the pump. One day later, the patient suffered from recurrent tachycardia, for which cardioversion was required. Support continued despite the noted conditions. Roughly fourteen days into support, the anti-contamination sleeve was damaged. Support continued despite the noted damage. The patient was eventually weaned and bridged to left ventricular-assist device. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The pump was not returned for investigation. Hemolysis: hemolysis was reported on 22nd april and confirmed on 24th april, and it was seen to resolve on 2nd march. The data log shows several suction alarms during the case run. There were no motor current spikes, positioning issues, or any major placement signal trends noted that would suggest a concern related to hemolysis. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was provided. The cause of the access site bleeding issue was not determined without sufficient clinical information. The cause of the purge leak cassette issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the purge leak cassette issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the sterile sleeve damage issue was not determined since product was not returned and sufficient clinical information was not provided. Cardiac arrythmia can be reported during impella support. To make a determination as to the cause of the cardiac arrythmia, the following clinical information must be considered: ¿patient's medical history, including any pre-existing cardiac conditions, previous episodes of arrhythmias, or structural heart disease ¿timing of the arrythmia event in relation to impella support (during or post-implant) ¿electrocardiogram (EKG) recordings of the arrhythmia episodes ¿evaluation of any underlying electrical disturbances, such as qt prolongation or electrolyte imbalances ¿assessment of hemodynamic instability during the arrhythmia, including blood pressure and cardiac output measurements ¿presence of other potentially contributory factors, such as medication changes, ischemia, or electrolyte abnormalities ¿response to any antiarrhythmic treatments or interventions during the event ¿any documented device-related issues or complications during impella support ¿evaluation of potential triggers or precipitating factors, such as catheter manipulation, reperfusion injury, or increased myocardial oxygen demand ¿review of any concomitant medications that may influence cardiac electrophysiology with a returned impella, the device can be inspected for any burrs or rough edges that may contact the heart wall. To determine the true root cause of the vt/vf, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the vt/vf was not determined.